Event description:
Caller reported a malfunction on the pump, identified by a malf 12 code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisting the caller in the process, and the malfunction code did not recur after resetting. Customer was advised to continue using the pump and to call back if any issues reoccur.